Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized for peritonitis and pneumonia. Additional information was obtained through follow-up with the pdrn. The patient was admitted to the hospital on (B)(6) 2023. The admitting diagnosis was peritonitis, urinary tract infection (uti), and pneumonia. The patient was severely constipated at the time of hospitalization. There is no information related to pd effluent culture results or antibiotic therapy. Additionally, there is no information related to the uti or pneumonia. The patient was discharged on (B)(6) 2023 and has transitioned to in-center hemodialysis. The patient¿s son reported that the patient was cleaning their pd exit site and catheter a different way. This is believed to be the cause of the peritonitis event; however, it was not confirmed. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, it was suspected that the patient changed dialysis treatment cleaning habits which caused the peritonitis. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. There is no available information related to the patient¿s uti and pneumonia. However, there is no indication that either is related to dialysis or use of any fresenius product(s). The patient reportedly had severe constipation at the time of hospitalization which could be the cause of the uti. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis, pneumonia, and uti event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized for peritonitis and pneumonia. Additional information was obtained through follow-up with the pdrn. The patient was admitted to the hospital on (B)(6) 2023. The admitting diagnosis was peritonitis, urinary tract infection (uti), and pneumonia. The patient was severely constipated at the time of hospitalization. There is no information related to pd effluent culture results or antibiotic therapy. Additionally, there is no information related to the uti or pneumonia. The patient was discharged on 04/aug/2023 and has transitioned to in-center hemodialysis. The patient¿s son reported that the patient was cleaning their pd exit site and catheter a different way. This is believed to be the cause of the peritonitis event; however, it was not confirmed. No additional information was provided.